Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated several cracks were present on the insulin pump. Customer reported a crack on the insulin pump's screen. It was also found the electronics of the insulin pump was visible due to the cracks. Customer's blood glucose was 113 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.